Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a blood glucose (bg) value of 462 mg/dl into the bolus menu of the pump. There was no reported adverse impact to the customer's bg level. Reportedly, the customer successfully exited the bolus menu without delivering the unintended bolus and re-entered the bolus menu to enter the correct bg value.